Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings. A review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. Several cs 177 warnings were observed in the black box due to normal battery wear. During a visual inspection of the pump, the battery compartment was observed to be cracked from threads down to the case seal. The battery cap secured properly to the pump; a power loss was not observed. During testing, the current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery was not lasting as long as expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.